Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 29-oct-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The black box and pump history showed no evidence of pump malfunctions. The pump passed flow accuracy testing and delivery accuracy testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. It was alleged the pump caused air bubbles in the tubing. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged issue may impact insulin delivery.